Manufacturer narrative:
Deployment and endoleaks are addressed in the provided IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown that the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient." The IFU also states: "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration of inadvertent occlusion of the renal or internal iliac arteries." The failure mode assigned to this case is deployment. This failure mode is determined based on the provided event description. A definitive root cause can not be determined or reported at this time. However, the sequence of suggested deployment steps may have been a contributing factor in this case. It is feasible that the user may have inadvertently pushed the top cap off out of sequence. We will continue to monitor for similar complaints.

Event description:
After the introduction of the main prosthesis and release of the contralateral leg, all was perfect. However, after pulling the safety wire on the prosthesis, it suddenly slipped down releasing the spikes too early; thus the prosthesis was about 2 cm too deep and caused an endoleak. The barbs deployed even though the central cannula was secured. The physician stated that no one had pulled on the introducer. The condition/outcome of the patient was not provided.